Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. This is a follow up report to a medwatch submitted under manufacture report number 9617229-2018-06518. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles, extended opening and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended sharp opening on posterior side assessed as unidentified(tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification) and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. A curved striated opening assessed as surgical damage. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.